Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "error code displayed" (device displays error message). A customer reported error messages were displayed. The customer also reported a leaky cassette. Additional info was requested. No pt impact was reported. The facility will send in samples for in-house testing.